Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Materials: 309628. Batch#: unknown. It was reported that the bd syringe 1ml ll had leakage. The following information was provided by the initial reporter: verbatim: we have received complaints while using the bd syringe luer lock 1cc - 309628. Per our clinicians - the biggest problem is that they leak fluid once you hold them upside down (which we need to do during the headache injection), so we waste some of the botox during the injection. Not only will this decrease the benefit for the patient, it also increases the risk of spillage into their eyes, because we work very closely to their eyes. Additional information provided: I have received the below information from the clinician. 1. Are you able to provide corrected batch / lot information reported? Can¿t tell. They are filled in the pharmacy. As far as I can tell, all the new syringes have the same problem. 2. Any adverse event or serious injury reported to patient or health care professional? This cannot be easily determined. Botox works for 23 months and is administered every 3 months. Due to the leakage, we loose at least 5 units of botox, so the adverse event would be reduced efficacy. Also, some of the botox may leak into their eyes. Although this has not happened yet, the risk is high, given that we work so close to the eyes. 3. How was the patient outcome? Are there any clinical signs, health consequences or impact? See answer to #2.